Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element¿ plus stent was selected to treat the lesion; however, the device failed to cross the target lesion. When the device was removed, it was noted that the distal tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element plus stent was selected to treat the lesion; however, the device failed to cross the target lesion. When the device was removed, it was noted that the distal tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).